Event description:
It was reported that an 8100 lvp was affected by dim segment recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c and d grids omit: a0902 - display or visual feedback problem (1184), g05005 - led (light emitting diode), b21 - type of investigation not yet determined, c16 - manufacturing process problem identified, d03 - cause traced to manufacturing, remedial action required, remedial action.

Event description:
It was reported that an 8100 lvp was affected by dim segment recall. There was no reported patient involvement.